Event description:
It was initially reported that the incorrect position (lying icon) was seen on the patient programmer for the therapy when the patient was standing. It also displayed the patient lying on her left side when she was actually on her right side. The patient's the implantable neurostimulator (ins) was re-oriented through programming which resolved the issue. It was also reported that the patient had difficulty coupling the external recharger to the ins. The patient had recharger 2 times since implantation and usually received 6 coupling boxes but now got no boxes. There was no known trauma to the pocket site. Follow up information received showed, per x-ray, that the ins had flipped. It was noted that the ins had not been secured in the pocket per manufacture's recommendation. The patient was scheduled for surgery to position the ins back to its normal position. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Accessory model 8591-38, lot # d17698, implanted: (B)(6) 2012, explanted: na; lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; recharger model 37754, serial # (B)(4); programmer model 37744, serial # (B)(4).

Event description:
Follow up information received reported that the patient had the surgery to correct the flipped ins issue and was reported as doing fine.